Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body and tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement or perforation, which are known risks associated with medical procedures involving implanted cardiac leads.

Event description:
It was reported that this patient presented with pericardial effusion due to a dislodgement and perforation in the right atrial (ra) lead position. Pericardiocentesis was performed and ra lead was explanted and not replaced. Two week later another pericardial procedure was performed since the patient was symptomatic. Medication has been administrated. Lead has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a perforation in the heart wall and pericardial effusion was noted. Lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented with pericardial effusion due to a dislodgement and perforation in the right atrial (ra) lead position. Pericardiocentesis was performed and ra lead was explanted and not replaced. Two week later another pericardial procedure was performed since the patient was symptomatic. Medication has been administrated. Lead has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a perforation in the heart wall and pericardial effusion was noted. Lead was successfully replaced. No additional adverse patient effects were reported.